Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the belt failed the incoming ECG fall-off test. Upon evaluation, the pulse wire inside the ECG c & d cable became un-insulated, and pierced the insulation of the orange (lead 2-) wire, resulting in a short in the ECG c & d cable. The root cause of the un-insulated wire in the ECG was isolated to a manufacturing error. A supplier corrective action has been initiated. No adverse event resulted from the damaged ECG electrode.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.